Event description:
The information received from the field states that when the physician was in the process of deploying the trapease permanent vena cava filter the device separateed from the wire. The filter needed to be retrieved. There was no reported pt injury. Another trapease vena cava filter was used to complete the procedure. Please note that multiple attempts have been made for additional information and have been unsuccessful. The product will not be returned for evaluation and testing.